Event description:
A customer reported a malfunction on the pump with a malfunction code of malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was able to continue using the pump and was advised to call back if any issues reoccurred.